Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. No adverse patient effects were reported. The device remains in service. Additional information was received. A new request was made for data analysis, and a safe replacement window of 90-days was recommended. The device remains in service. Additional information was received indicating that the device replacement procedure was scheduled. No adverse patient effects were reported. The device remains in service. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted. No additional adverse patient effects were reported. The device is not expected to return for analysis as information received states it was discarded by the explanting facility.